Event description:
A healthcare facility in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber had a crack in it. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned humification chamber was visually inspected for cracks. Results: a large crack was observed in the side of the chamber dome. A lot check revealed no other similar complaints for this lot number. Conclusion: all chambers are pressure tested during production and those that fail are rejected. This suggests that the crack occurred post production, during transport or storage. (B)(4).